Manufacturer narrative:
An RMA was issued to evaluate the monopolar curved scissors instrument. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted lower anterior resection surgical procedure, the orange plastic bit that was part of the monopolar curved scissors instrument shaft snapped and instrument tip was not flexible anymore. The procedure was completed with no reported injury.